Manufacturer narrative:
Pump received unable to performed displacement test due to corroded battery tube spring contact and corroded battery tube. Pump received with stripped battery cap(p)coin slot.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 274 mg/dl the time of incident. The insulin pump will be returned for analysis.